Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient had a pre-existing chronic suppurative otitis media (non-device related), with half a year of persistent ear discharge and granulation tissue formation in the external auditory canal (specific date not reported). The persistent right middle ear infection (non-device related) resulted in a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.